Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s (pt) stimulator was eroding through their skin. Pt went in for pocket revision to reposition the battery beneath the skin. Pt was not experiencing any symptoms of infection, cultures were taken and pocket was thoroughly cleaned with antibiotic solutions. It was reported that the event was resolved at the time of the report.